Manufacturer narrative:
During device evaluation, it was found the complaint was confirmed and the rear left caster was broken off from the workstation due to impact received during unloading. Also, evaluation found the arm cable guide, cover and back plate were missing, the corner bumpers were missing, and the paint was peeled. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although it was determined that the defects were likely caused by wear and tear, a definitive root cause of the broken casters could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the casters of the workstation were broken. The issue occurred during transport. There was no reported patient harm or impact due to this event.